Event description:
The mms (multi measurement server) module was not working. It was found to have broken connectors inside the module. When the module is not working correctly, there is precious time lost by the healthcare provider in locating a different working module which equates to time lost taking care of the critically ill patient and therefore effects patient safety. The healthcare providers need access to immediate working monitoring of unstable patients that are being cared for in the critical care areas. The biomedical technician removed the broken pieces and replaced the necessary components, tested the device, and returned it to service. The device is available for onsite evaluation at our facility. Questions and comments should be directed to the biomedical director.